Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer was sleeping and unable to clear the alarm. Her blood glucose level was unknown. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.